Event description:
The customer reported that the device is not working. There was no report of pain of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device is not working. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The ac power supply was replaced to resolve this issue. We will consider this a failure of the ac power supply.